Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issues.

Event description:
The manufacturer received information alleging the exhalation valve in the pt's circuit was not operating and the ventilator was alarming. There was no harm or injury reported.